Event description:
A caregiver (cg) contacted baxter's technical service center to report that the patient passed away on (B)(6) 2012. No allegation was stated against any baxter product. No further information was able to be obtained for this event.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. A review of the devices logs revealed two prior iipv events that occurred on (B)(6) 2012, (previously reported under manufacturer report numbers 1423500-2012-11980 and 1423500-2012-11986). No failure or malfunction was found that could have caused or contributed to the patient's death. The device was evaluated and no failure or malfunction was identified that could have caused or contributed to the patient's death. The device passed accuracy confirmation and temperature verification. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty. No parts were replaced during the previous service events that could have contributed to the reported difficulty. Review of the DHR revealed no issues that could have caused or contributed to the patient passing away.